Event description:
It was reported that six hours after device implant, there were diminished r-waves and loss of contact markers in and out of event. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.